Manufacturer narrative:
Continued e1 -- alternate email addresses: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "exchange due to concerns with the product".

Event description:
Patient reported "exchange due to concerns with the product". Later, healthcare professional reported "exchange with no complaint against the device". Later, healthcare professional reported "total rupture". This record is for the left side. The device was explanted, replaced and discarded.